Event description:
It was reported to depuy acromed that the securing threaded knobs on the lateral portion of the halo were broken, causing the halo to loosen. According to the complaintant, this break occurred eleven days after initial application. The patient's spine was stabiled and another halo was applied. A complaint history was performed and no other complaints have been reported for this part number. A dimensional analysis was performed and the halo conformed to specifications. And exact cause of the event cannot be determined, it is possible that the halo securing screw could have been over-torqued during application, causing the knob to fracture. The material of the threaded securing knobs is being changed from plastic to aluminum. This will increase the strength and durability of the knobs, and should prevent this type of event from recurring. No further action is required.